Event description:
Affiliate reports that the external drainage system was obstructed just after set up. The customer claims it should have drained 10ml in 4 hours in case of meningeal hemorhage. The customer noted that it was not permeable. Traces of coagulated blood in the drainage tube was noticed. There were also difficulties with leveling and verifying drainage. Customer also reports that intracranial pressure could not be determined. This resulted in removal of the entire system.

Manufacturer narrative:
It is not clear at the present time if the device is available for evaluation. Codman has attempted to request the device for evaluation. If and when the device is returned, an investigation will be performed and a follow up report will be filed. A lot number has been provided therefore a review of the device history records will be performed.